Event description:
It was reported to medtronic minimed that the customer experienced a broken force sensor was detected during seating or regular delivery (pump error 35), crack near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and customer was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review through adapt, pump error 35 alarm was recorded on 04/08/2024 at 08:42:00.000 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was detected on electronic assembly and force sensor traces. Problem isolated to electronic assembly. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, stained keypad overlay, pillowing keypad overlay, and scratched case in conclusion customer concern of critical pump error 35 was confirmed due to corroded electronic assembly. In addition, customer allegation for cosmetic damage was confirmed per visual inspection when the following damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, and cracked case (battery tube) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.